Event description:
It was reported by the system longevity study that the patient experienced extra cardiac stimulation and the left ventricular (lv) lead had rising thresholds. The lv amplitude was increased and the lead remains in use. It was further reported that the lv lead had intermittent loss of capture. No further patient complications have been reported as a result of this event.

Event description:
It was reported by the (B)(4) study that the patient experienced extra cardiac stimulation and the left ventricular (lv) lead had rising thresholds. The lv amplitude was increased and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.